Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. An examination noted the patient's left ventricular (lv) lead exhibited high thresholds and capture may have been compromised. The lv lead remains in use. No patient complications have been reported as a result of this event.